Event description:
The customer reported to olympus that during reprocessing, the endoscope reprocessor connectors g unit and packing were damaged. The customer reported that there was no poor reprocessing of endoscope, and the facility stopped using the device after the issue was found. There was no procedure, no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
It was reported that the device will be repaired at the user facility; therefore, the device will not be returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h6 component code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the user applied the loosening stress to the connector, and its component came off. Then they assembled the connector without the valve p and the connector spring a, connected to the reprocessing basin. The event can be detected/prevented by following the instructions for use which state: "chapter 3 inspection before use: 3.3 inspecting the equipment¿s connectors: check the following for each connector. - the connector should be connected firmly. - the o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment." Olympus will continue to monitor field performance for this device.